Event description:
Rptr stated that user called to discuss a service issue and while talking mentioned in passing that the unit had had a free flow a few weeks earlier when he opened the source occluder door and solution ran into the weighing chamber. He closed the door, purged the weighing chamber and proceeded without further problems. The service issues were resolved by telephone and the free flow issue well understood by the caller, so the unit was not sent to the MFR for evaluation.